Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced high readings and loose drive support cap. The customer's blood glucose reading was 381 mg/dl. The customer treated with bolus delivery. The customer had symptoms such as headaches. The customer mentioned that the drive support cap is loose and the bottom plastic part had fallen off. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The drive support cap was inspected and no damage or anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot at battery tube side, cracked battery tube threads and cracked display window.